Event description:
Adverse event(s): "the retina re-detached" (detached retina). Product problem(s): "a system message displayed during surgery" (device displays error message); "the system was rebooted and the irrigation began infusing bss" (infusion or flow issue). The nurse reported the surgeon was increasing the air pressure in the eye. At the same time, the company sales rep was pressing the viscous fluid control (vfc) button. A system message displayed. The system was rebooted and the irrigation begain infusing bss. The retina re-detached. The surgeon repaired the retinal detachment. The surgeon required an additional 40 minutes to complete the case.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).